Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the casing perforated right after implant. The patient as treated with antibiotics. There were no additional adverse patient effects reported. The rv lead remains capped.